Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was remained implanted section d6b: if explanted, give date: not applicable, as lens was remained implanted. Section h3: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted with missing haptic. The doctor noticed the missing haptic after implantation and decided to leave the iol implanted without any issues. It remains implanted. No injury or intervention was required. No further information is available.